Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for the call was the patient reported that they had an x-ray with contrast on monday and after that their ins had been going a little bonkers. The patient stated that it felt like the therapy was up at 100 like full blast, but they didn't have the therapy up on full blast and the therapy was at the normal setting. The patient mentioned that they were still in pain from the myogram, they turned their therapy off and doesn't want it to cause any more pain. The patient mentioned they were not able to move very well. Agent asked the patient if they had any recent falls or trauma, patient stated that they did have a fall like 3 years ago and they were trying to find out where their pain was located. Patient said that they did the myogram so they could have an idea of what the problem was and they found out what some of the problem was but afterwards that's when the stimulator kind of started going haywire. Agent consulted with technical services, agent reviewed with the patient that an x ray with contrast is not likely to interfere with their therapy. Agent reviewed role of the representative. The issue was not resolved. The patient was redirected to their health care provider to further address the issue.